Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Updated fields: b3, d8, d9, g3, h2, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The device passed the functional test. Needle moves in and out the sheath without any obstruction. The sheath adjuster could be tightened and loosened. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the aspiration needle's sheath came off remaining attached to the needle, as soon as the needle was pulled out. The issue occurred during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) procedure. There was a procedural delay of ten minutes. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle's sheath came off remaining attached to the needle, as soon as the needle was pulled out. The issue occurred during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) procedure. There was a procedural delay of ten minutes. The procedure was completed using a similar device. There were no reports of patient harm.